Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if more information becomes available. (B)(4).

Event description:
Customer stated via email: performing a thoracentesis in the ICU with the safe-t-centesis kit (cat. No. Pig1260t) when the 60cc syringe supplied in the kit split longitudinally as I was pumping bloody pleural fluid from a patient's pleural space. When the syringe split, roughly 30 ml of fluid was expelled, striking the patient and the nurse who was assisting with the procedure. The patient was not affected (head turned), though the nurse had direct exposure to mucous membranes. The patient is (B)(6). She had to excuse herself from the room (after another nurse took over), and was seen in the emergency department for exposure. Additional information received 04jan2017: we cannot release any further information and we cannot answer the questions you have presented. The defective sample was discarded by the clinicians at the time of the incident.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. A sample was not returned for analysis. A device history record review was performed for lot 0000989595. No issues were found, indicating that manufacturing procedures were properly performed, and subsequent quality inspections were passed. A sample was not returned for analysis, and no issues were identified in the device history record review. Therefore the reported defect could not be confirmed. Based upon the investigation, the likely source of the issue is a faulty syringe. The manufacturer of the syringe is to be made aware of the complaint by quality notification.